Event description:
It was reported that the user rolled over and the ilet in a pocket was smashed, resulting in a cracked and separating touchscreen; the device remained partially functional but became difficult to use, and the user confirmed plans to return the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a device fracture to the touchscreen with stress damage identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.